Event description:
It was reported that while preparing for a percutaneous transluminal coronary angioplasty (ptca) procedure, the stent was damaged. The target lesion was in the proximal left anterior descending (lad) artery. A 3.0x16mm taxus liberte drug eluting stent had been selected to treat the target lesion. While preparing the device, it was noticed that the edge of the stent was "distorted". The device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: visual examination of the unit revealed damage to the proximal edge of the stent. The proximal stent struts were bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized guide wire was inserted through the lumen with no restrictions noted. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the top assembly shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is related to device handling.